Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no insulin was seen exiting the cartridge tubing during the fill tubing step. There was no reported impact to blood glucose. Reportedly, the supplies were changed to address the event.